Event description:
It was reported that the customer had vision impairment and cannot see the characters on the screen of the insulin pump. The customer's blood glucose was 244 mg/dl. The customer stated that they usually have someone helping them with reading the display. They were reporting that they could not hear beeps. The alert type set in the insulin pump was set to beep but they are having trouble hearing the beeps. The customer was advised they could change the setting to vibrate but the customer did not want to. Self test was performed and the device passed the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.